Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer changed the cannula multiple times, but the alarm persisted. The customer's blood glucose was 8.7 mmol/l. The customer performed a 5 unit fixed prime, and insulin was able to exit. The customer was advised that the cause may be related to the insertion site due to a bent cannula or occlusion. The customer was advised to change the entire infusion set. The customer was advised to contact their healthcare provider about the insertion site and swelling at the insertion site. The customer mentioned recently undergoing an operation on their stomach. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.